Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient was diagnosed with a infection over the phone and was prescribed doxycycline 100 mg capsules to be taken every 12 hours for 5 days. The pod was worn for longer than 48 hours on the arm.